Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report no vibration on (B)(6)2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection found the head of the vibrator damaged. The reported event of no vibration was confirmed. A root cause was determined to be an assembly error.